Event description:
It was reported the pt's pump was alarming due to a motor stall. A rotor study confirmed the pump was stalled. No symptoms were reported. The pump was replaced. The pt recovered without sequela.